Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump indicated "downstream occlusion" with the screen flashing and the infusion stopped. However, no audible alarm sounded. The event occurred during therapy at the 'hsco' intensive care unit. The device was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issues could not be reproduced. Downstream occlusion testing was performed with no issues noted. All preventive maintenance test results were within specification. A review of the event history log revealed 'downstream occlusion' messages. The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.